Event description:
Additional information was received on (B)(6) 2011, when the physician reported that no x-rays were taken. The patient's settings were at output =1ma/frequency=20hz/pulse width=750usec/on time=30 sec/off time=5min/magnet output=0ma/magnet pulse width=500usec.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2011, a vns treating physician reported that he performed system and normal mode diagnostics on the vns patient's generator that day and both results showed output=low/lead impedance=high/dcdc=7/eos=no. The physician disabled the patient's generator due to the high impedance. The patient's last diagnostics within normal limits was in (B)(6) 2010. The physician reported that no trauma or manipulation occurred that may have caused or contributed to the patient's high impedance. A battery life calculation was performed with the programming history available which revealed 8.64 years until eri=yes. Additional information was requested from the physician but no further information was received to date. Although surgery is likely, it has not yet occurred.